Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. Also, there was a false atrial fibrillation event stored due to the noise oversensing. The sensing vector at the time of the noise events was programmed to the alternate sensing vector. Technical services reviewed and discussed some programming options. The sensing vector has now been programmed to the secondary sensing vector. There were no adverse patient effects. The system remains implanted.